Event description:
It was reported that the trigger of the instrument tracker was found to be missing when the tray was opened for a procedure at the healthcare facility. It was reported that a backup device was available for the procedure and that the procedure was completed successfully with the use of navigation. No delay, no adverse consequences or medical intervention were reported.

Event description:
It was reported that the trigger of the instrument tracker was found to be missing when the tray was opened for a procedure at the healthcare facility. It was reported that a backup device was available for the procedure and that the procedure was completed successfully with the use of navigation. No delay, no adverse consequences or medical intervention were reported.